Event description:
It was reported that during lead implant procedure, the helix retraction was tested prior to introduction into the body. It was noted that the helix could not retract. Lead was not used and replaced. There were no patient consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received stated that right ventricular lead failed to extend prior to introduction into the body.